Manufacturer narrative:
Device evaluation: the solution was returned to the manufacturing site for investigation. Visual inspection found product had a good appearance and met specification. Chemistry testing was performed on the returned product and met specifications. Retained sample: the retain sample was visually inspected and met specifications for appearance, components integrity, and product leakage. Chemistry testing was performed on the retain sample. Testing found product met specifications. Microbiology testing was performed on the retain sample. No growth found, product passed specifications. Manufacturing record review: a review of the manufacturing records was performed. The records for the production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There were no same or similar non-conforming material record, or related process/material changes. There was no non-conformance reports related to this complaint. In conclusion, reported lot was deemed acceptable for release per procedures. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. Alternative report identification number (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Female patient experienced irritation in her eyes with use of consept onestep. Patient felt lenses are hazy when wearing them. She also felt vision was blurry in evening. Sometimes she felt irritation in eyes when she removed the lens. She has used consept onestep for one year and in recent 2 months she felt such symptoms. She did not feel such symptoms when wearing one-day contact lens or when caring for her 2-week lens with multi-purpose solution. She saw a doctor and doctor said cause was unknown. Doctor prescribed eyedrop for dry eye. Patient did not remember drug name. At the time of calling, symptom was relieved. She cares for her lenses with multi-purpose solution now. She did not clean onestep lens case every time after use. Patient was advised to follow the recommended use instructions for consept onestep. The patient returned two bottles of onestep with two different lots numbers. The patient did not identify if one of both of the lot numbers were causing her symptoms. An MDR will be filed for both lot numbers. This MDR represents lot number za05019. The neutralizing tablets used with the solution will be reported in a separate MDR.